Event description:
Additional information received reported the implantable neurostimulator (ins) flip was confirmed via x-ray. It was noted the patient was unable to charge the ins and this was confirmed using two separate rechargers. It was further noted the patient was taken into surgery on friday afternoon and the surgeon was able to successfully flip the ins around to correct the orientation. It was noted the recharger was tested in the operating room and everything was working fine. The reporter stated the patient was now receiving effective therapy.

Event description:
It was reported the patient was having problems recharging their implantable neurostimulator (ins). It was noted the patient charges every day and always got 8 coupling boxes. It was further noted the patient has never had coupling issues in the past. The reporter stated they started charging the morning of this report and they had no coupling boxes. It was noted the recharge displayed no error codes. It was further noted the patient had no falls or trauma. It was noted the patient had been trying multiple times throughout the day to get better coupling, but they had no luck. It was noted the ins was half full. The reporter stated they think they felt movement of the ins last night in their sleep, but they don¿t know how much or how far. Additional information received reported the patient was able to get connected to the ins, but had no coupling bars. It was noted that after adjusting the antenna dial three times the patient was able to get 2 coupling bars. It was further noted that shortly after getting two coupling bars, the coupling bars disappeared. It was noted the patient was able to communicate with the ins using the patient programmer. The reporter stated they tried using the antenna locate feature, but the highest number they got was 42 that resulted in no coupling bars. The reporter further stated the patient rolled over in their sleep and pushed on the ins hard enough to wake themselves up. Additional information received reported the patient was sent a new recharger antenna overnight, but that did not resolve the patient¿s recharging issue. It was noted the patient was still unable to recharge. The reporter stated they would be meeting with the patient tomorrow morning to troubleshoot. Additional information received reported the ins possibly flipped. It was noted the patient¿s hcp was concerned that the ins was flipped because the ins was not communicating. Additional information received reported an x-ray was done and the ins looked flipped. Additional information received reported the hcp was able to operate and flip the ins the correct way. It was noted the ins was tested in the or and worked perfectly. It was further noted the flipped ins was resolved. It was noted the patient would be returning the old recharger back to the manufacturer.

Manufacturer narrative:
Concomitant: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v203702, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v199750, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).